Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event. The fse advised the customer to inspect/clean the claws on the pickup assembly, then lightly lubricate the guide rod with tri-flow. The instrument then ran with no problems. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 16apr2018 through aware date 16may2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flag and error messages states the following: 4153 c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The probable cause of the reported event was due to serum build up on the pick-up assembly claws.

Event description:
A customer reported getting error message 4153 c.trans-z home overrun on the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.